Manufacturer narrative:
(B)(4) the sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that a clearlink IV access valve would not flow or flowed slowly. The event occurred during infusion. A patient was involved, but there was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information, or samples become available, a follow-up report will be submitted.